Manufacturer narrative:
The monitor was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The monitor remained working during testing. The touch screen and audio functioned normally without failure. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received clarification that the screen itself did not respond to touch function but the mouse worked to move through the screens. Manufacturer representatives had checked the connections and software on the system to see if that caused the problem, but that was not the problem.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795, serial/lot #: (B)(4), ubd: unknown, UDI#: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The screen was replaced. The system passed the system checkout and was found to be fully functional. The screen has been received by the manufacturer. However, analysis has not been completed at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the touch screen on the system was reportedly not functioning in certain areas. This was reported outside of a case and there was no patient present when this issue was identified. An update was provided that they had been seeing intermittent issues with the unit consistently. It was reported that the issue could be resolved by using a redundant method of input. Conflicting information was received that all the different methods were tried and nothing resolved the problem. Follow-up is being conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the site didn't report any previous occurrences. The site reported that there were other intermittent instances the day the representative was there to troubleshoot. No other specific occurrences were reported.